Event description:
Per the clinic, the patient sustained a head trauma resulting in loose abutment. Subsequently, the patient was administered general anesthesia (date not reported) to facilitate tightening of the abutment. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.